Manufacturer narrative:
No device or photos were provided therefore; the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to extensive osteolysis and migration of the implant.